Event description:
As reported by the user facility: reports the device is leaking during chemo-embolization procedure, and the device appears to be dissolving. Reporter is unsure of drug being used, or how procedure is done. States that the device is not being used with a pressure infuser. States he will try to obtain more clinical info and call back. Unk number of events. No samples as this time. On (B)(6) 2013, a return call from the reporter indicated he does not know what drug is being used, but has heard the same issue is happening at (B)(6). On (B)(6) 2013, an email received from the reporter indicated the type of chemo medication used with the three-way stopcock is: ethiodol, doxorubicin, lipiodol.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample or lot number, a thorough eval could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. All available info has been forwarded to the device MFR of the needle. If add'l pertinent info becomes available, a f/u report will be filed.